Event description:
Blood glucose results of "342mg/dl, 195mg/dl, and 187 mg/dl" with a lifescan meter , performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. Quality control testing was not performed, since the patient did not have control solution. The meter, test strips, and control solution were replaced.